Manufacturer narrative:
We received one 12tlw405f35 catheter with syringe and without the packaging for examination. The reported event of the "balloon would not deflate over an 8-10 minute period" was confirmed. The inflation lumen was found to have a partial occlusion. The balloon would inflate slowly and deflate even slower. Balloon deflation took 8.5 minutes to deflate from 0.9ml water. The catheter tube was cut distal of the "y" fitting and the occlusion was still present. The catheter was again cut at 10cm proximal of the catheter tip and the occlusion was still present. The balloon latex was removed and the inflation slot appears to be in good condition. The catheter was again cut at the proximal edge of the proximal bushing and the inflation lumen was found to be collapsed under the bushing. Lot number was not provided, therefore review of the manufacturing records could not be completed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that the balloon would not deflate over an 8-10 minute period. The syringe with the kit did not deflate the balloon so a lager 10cc syringe was used to suck harder and pull back with no success. The smaller syringe was then used with contrast/saline and started deflate slowly (a minute or more). Once out of the patient deflation was tried again out of the body with smaller syringe filled with contrast/heparin and deflated slowly. No patient complications reported.